Event description:
Pt reported having persistent downstream occlusion error. Pt states getting them occasionally the last few days but after switching pumps it has been fine. Pt reports today they got one about 3 hours to go on cassette which did not resolve after trying on all 3 pumps. New cassette made and the error persists. Pt reports being off infusion approximately 1 hour and had felt it was maybe a little harder to breathe. Rph asked pt about internal line, pt said it has been in place for about 2 years and they did notice what looked like a crack in it not too long ago. Pt confirmed nothing leaks from it, so pt was not sure if that could be causing alarm. Rph advised was hard to say but could be indicative of some problem with line. Rph advised pt to report to ER as pt has been off medication for over an hour and alarm could be indicating problem with internal line. No further information, details or dates available. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: epoprostenol sdv g-veletri - 80ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - unknown is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes; outcome? - unknown. Pt codes: 2422, 1816. Device codes: 1135, 1012. Ref reports: mw5178796, mw5178797.